Event description:
It was reported that the set screw stripped out during attempts to implant. Another screw was used, and there were no reported pt complications.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.